Event description:
After placing the esophageal stent the upper part of the stent did not dilate/expand normally. The stent was removed and a new stent was placed which expanded without issue. After the procedure the doctor examined the stent that did not expand and determined the uncovered part did not expand normally but this was not because of the thread. No adverse effects to the patient were reported as occurring.

Manufacturer narrative:
Incident meets criteria of an FDA MDR report based on the reporting precedence established for both the "non expansion of the stent" and "permanent stent removal"; regardless of patient outcome. The device was not available to be returned. A photo of the stent was requested and could not be provided. With the information provided a document based investigation was carried out. As the device was not available to be returned the cause of this complaint could not be conclusively determined. Prior to distribution, all (B)(4) devices are subject to visual inspection and functional checks to ensure device integrity. There is a specific check as per the production instruction to deploy the stent approximately 50% and recapture it to ensure it functions correctly. A review of the manufacturing records for the (B)(4) device of lot number c1000432 revealed no discrepancies that could have contributed to this complaint issue. From the information provided there were no adverse effects to the patient. Another stent was used to complete the procedure. The customer complaint could be confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.